Event description:
Healthcare professional reported "mastalgia", "rupture" and "reactive lymph nodes". This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Reason for reoperation: rupture. Clarification e1 (physician phone no.):(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "mastalgia", "rupture" and "reactive lymph nodes". This record is for the left side. Device remains implanted, and it will be returned.

Event description:
Healthcare professional reported "mastalgia", "rupture" and "reactive lymph nodes". Later healthcare professional reported "pain", "swelling" and "capsular contracture baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.